Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid leaked from pcae set at the tubing-to-male luer engagement during epidural infusions. There was no report of patient harm.